Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported that on (B)(6) 2013, the physician performed an uneventful novasure endometrial ablation that "lasted 2 minutes". After the physician "fully" removed the device from the uterine cavity, the patient was nauseous, clammy and hot. The staff placed wash rags on the patient and then she fainted. The pt woke up without "drugs or treatment needed". The patient relayed to the physician that "she has a history of vaso vagal reactions and she is under the care of a neurologist". The patient was discharged home.